Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the reported symptom detail complaint "broken/loose cable." Failure analysis found the primary failure of broken pitch cable to be related to the reported symptom detail complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. Upon visual inspection, the grip tips were not observed to be misaligned. A review of the instrument log for the tenaculum forceps (part # 470207-10/serial# (B)(4)) associated with this event has been performed. Per logs, the instrument was last used on (B)(4) 2021, on system (B)(4). The instrument had 3 uses remaining after last use. In addition, a review of the site's complaint history identified no other complaints related to the instrument and or this event. No image or video clip for the reported event was submitted to isi for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported during a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps was found to have damaged cables and misaligned tip although there was no excessive movement or external shock applied to the instrument. There was no report of fragments falling inside the patient. A similar backup da vinci instrument was used. As this was the instrument that held the tissue, the procedure was delayed with the patient under anesthesia less than 15 minutes longer due to the issue. The procedure was completed with no reported injury intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that there was no problem when removing the instrument. The tip was misaligned and was not stuck on tissue. There was no patient injury. Information regarding patient demographics, relevant testing, and medical history were requested; however, the reporter was not able to provide that information.